Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 23may2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the father of a male patient reported that the injection screw of the patient's humapen luxura hd device was not reaching the cartridge plunger, the injection screw was broken, and the device was not releasing insulin. The patient experienced hyperglycemia. The investigation of the returned device (batch 1402g05, manufactured february 2014) found the injection screw was broken, rendering the device non-functional. Malfunction confirmed. The damage to the injection screw indicates the device was damaged while in the field, as this type of damage would have been detected during the manufacturing inspection process. In addition, the investigation found unknown foreign material on the device dial. There are several inspection points throughout the manufacturing process which would have rejected the components if observed to have been contaminated by foreign material. Therefore, the observed foreign material is not process related and was introduced while in the field and not during the manufacturing of the pen. The core instructions for use state to not use the device if it appears broken or damaged and to contact lilly or a healthcare professional for a replacement pen. Following the care and storage instructions should help prevent these issues. There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process). This may be relevant to the complaint of the device not releasing insulin and the event of hyperglycemia.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint (pc), concerns a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient initiated the treatment with insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration and indication for use, beginning on an unknown date. On an unspecified date, unknown time after commencing the treatment with insulin lispro via humapen luxura hd, the pen had a problem. Further described, when the injection button was pressed, the injection screw was not reaching the cartridge plunger and was not releasing insulin (product complaint (B)(4) / lot number 1402g05). Because of this the patient experienced a hyperglycemia episode and had to go to the hospital. He received insulin as a corrective treatment and the glycemia normalized, however the glycemia started to raise again. Status of insulin lispro was unknown. The father of the patient was the operator of the device but it was unknown if he was trained. The patient had use this device model for unknown time, and this reported device (lot 1402g05) for 19 months. The suspect device, which was manufactured in feb2014, was returned to the manufacturer on 24apr2019. The reporting consumer related the hyperglycemia episode to the device and did not provide any opinion of relatedness to the insulin lispro. Edit 23apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Upon internal review, updated priority. Update 14may2019: additional information received on 13may2019 from global product complaint database. Reiterated the lot number 1402g05 for product complaint (B)(4)relating to the humapen luxura half-dose pen, which was already present and correct in the case. Corresponding fields and narrative updated accordingly. Update 23may2019: additional information received on 23may2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device with (B)(4) associated with lot 1402g05 relating to the humapen luxura hd device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient initiated the treatment with insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration and indication for use, beginning on an unknown date. On an unspecified date, unknown time after commencing the treatment with insulin lispro via humapen luxura hd (lot 1402g05) the pen had a problem. When the injection button was pressed, the injection screw was not reaching the cartridge plunger and was not releasing insulin. Because of this the patient experienced a hyperglycemia episode and had to go to the hospital. He received insulin as a corrective treatment and the glycemia normalized, however the glycemia started to raise again. Status of insulin lispro was unknown. The father of the patient was the operator of the device but it was unknown if he was trained. The patient had use this device model for unknown time, and this reported device (lot 1402g05) for 19 months. It was unknown if the device continued to be used and the return status of the device. The reporting consumer related the hyperglycemia episode to the device and did not provide any opinion of relatedness to the insulin lispro. Edit 23apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Upon internal review, updated priority.